Event description:
Noise seen on ff and intermittently on rv channel with isometric movements in office. One out of range impedance measurement was seen on home monitoring. Lead currently remains implanted. No adverse patient events were reported. Should additional information be received, this file will be updated.

Event description:
Noise seen on ff and intermittently on rv channel with isometric movements in office. One out of range impedance measurement was seen on home monitoring. Lead currently remains implanted. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. On (B)(6) 2025, lead was explanted due to noise. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes. On (B)(6) 2025, lead was explanted due to noise. Upon receipt, the lead under complaint was found cut 12 cm distal to the is-1 connector pin. The proximal and medial fragments were received for analysis. The distal fragment including the lead tip was not returned for analysis. An extraction aid was found on the medial fragment. It is reasonable to assume that the lead was cut during the surgery. The insulation of the medial fragment was found rubbed through. Based on the characteristics of the damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant ingrowth of the lead which may have affected the lead's motion should be taken into consideration. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Noise seen on ff and intermittently on rv channel with isometric movements in office. One out of range impedance measurement was seen on home monitoring. Lead currently remains implanted. No adverse patient events were reported. Should additional information be received, this file will be updated.